Event description:
A malfunction alarm with code malf 13 was reported by the customer, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer's pump was confirmed to be under warranty, and a replacement pump with updated software was promptly sent by technical support. The customer was advised on using an alternate therapy to ensure continued insulin delivery and was given instructions for returning the problematic pump to tandem. All steps and instructions regarding the replacement and return were understood by the customer.